Manufacturer narrative:
Imdrf device code a041001 captures the reportable investigation result of balloon pinhole in the esophagus. Investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the distal section. Microscopic inspection found a pinhole located approximately at 15 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an endoscopic esophageal dilatation procedure performed on (B)(6) 2023. During the procedure, it was noticed that the balloon could not be inflated. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole used in the esophagus.